Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/15/2017 returned test strips produce high readings. Most likely underlying root cause of high readings is due to improper storage: strip left outside of vial for an extended period of time. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 266 and 225 mg/dl. Customer is also concerned with erratic blood glucose test results from results obtained of 225, 92 and 266. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer was at the pharmacy and was not prepared to test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).